Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked connector at the lcd board. Unable to verify the motor error alarms due to the unresponsive buttons. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 150 mg/dl. No further details were given. Nothing further reported.